Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6a, d10, g3, g6, h2, h11. D10 - concomitant devices - biomet tibial tray 83mm catalog #: 141226 lot #: j6890060, vanguard posterior stabilized femoral component 75mm right catalog #: 183114 lot #: 413930, vanguard femoral pegs set of 2 catalog #: 183099 lot #: 131210, biomet series a standard 3 peg patella 34mm catalog #: 184766 lot #: 887900

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to fracture of the tibial bearing post approximately four (4) years post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Photographic evaluation confirmed that the post of the explanted bearing had fractured off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to post-operative fracture of the tibial bearing post. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown vanguard femoral component catalog #: ni lot #: ni, unknown biomet tibial tray catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.